Event description:
It was reported that the pt had strong facial stimulation before a sufficiently loud hearing sensation could be achieved. As a pt condition it was mentioned, that the cochlear lumen was filled with soft tissue, so that the electrode array could not be properly introduced. The pt was reimplanted on (B)(6), 2012 with a different electrode type from another MFR.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow- up report.